Event description:
It was reported by the pt feels shocking sensation on their right leg when passing through the store. The pt reported stimulation in her right leg, but not her left leg which the device was intended to treat. Initial stimulation was felt in the left leg for a few weeks after the implant. The pt also notes losing her programmer during a car accident. The pt is currently looking for a new hcp to revise or remove the device "because it is not working". The pt resides at home in a good condition. No other symptoms or outcome were reported. Additional info has been requested from hcp, but was not available on the date of the report.